Event description:
The manufacturer received information that the patient passed away one month ago and the rep recrt dreamstation auto CPAP device was thrown away and the patient "would not have been using this device". A replacement for the device was declined. Additional information has been requested regarding the details of the reported death. No medical intervention was reported. The manufacturer is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A follow up report will be submitted if additional information is received.